Event description:
Patient contacted dexcom technical support on (B)(6) to report that the receiver displayed a firmware error on (B)(6). The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).